Event description:
Patient is non-compliant alcoholic that falls often. Bipolar hip dislocates with certain falls. Physician elected to revise bipolar head and possibly use constrained liner. In the end he used a longer bloat head option. Hip very stable intraoperatively.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report. Patient kept.

Manufacturer narrative:
An event regarding dislocation involving a uhr bipolar 28x54mm was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specifications. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
Patient is non-compliant alcoholic that falls often. Bipolar hip dislocates with certain falls. Physician elected to revise bipolar head and possibly use constrained liner. In the end he used a longer bloat head option. Hip very stable intraoperatively.